Manufacturer narrative:
(B)(4). The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances could not be completed since the lot number is not known.

Event description:
The customer reported that out-of-box the gauze fall apart. No further information could be obtained from the customer.